Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump would not accept multiple cartridges. Reportedly, there were two additional cartridges that did not function properly. There was no reported impact to the customer's blood glucose level.